Manufacturer narrative:
An event of leaflet fracture during valve rotation was reported. Investigation of the returned device revealed a small chip on the orifice top rim, likely resulted from the fractured leaflet. The fractured leaflet was not returned. The intact leaflet was properly seated and functioned without resistance. The valve rotated freely, and no other anomalies were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the leaflet fracture could not be conclusively determined as there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. However, this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm masters series hemodynamic plus valve was chosen for a procedure. After suturing, the 21 mm aortic valve was seated into the annulus. During manipulation of the holder, valve was broken from its hinge. The piece that broken from the hinge was taken out with avoiding contacting with the patient. The valve was removed and a new 23mm sjm masters series hemodynamic plus valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.